Event description:
Per the clinic, the patient experienced discomfort at incision site with external device use and subsequently was treated with oral and topical antibiotics (date and duration not reported).